Event description:
It was reported that episodes of non-sustained rv oversensing were observed on a remote transmission. Further review of the electrograms revealed the device exhibited post-paced t-wave oversensing. It was noted that the event triggered on the same date within the span of a few minutes. It was undetermined the cause of the oversensing. Programming changes were made to resolve the issue, and no further oversensing has been noted. The patient was in stable condition.